Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using the pre-close technique via a 7f sheath hole prior to a iliac percutaneous transluminal angioplasty (pta) interventional procedure. The suture of first proglide device was successfully pre-placed. Reportedly, the foot of the second proglide device was sticking out of the arteriotomy, causing vessel damage and oozing. A surgical cutdown was performed to treat the vessel. The sheath was upsized to an 8f sheath and the iliac pta procedure was completed. Reportedly post procedure, the knot of the first proglide device was unable to be advanced. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the reported failure to advance the knot may include, but are not limited to, user pulled non-rail limb too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.